Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had 50 percent of battery life remaining. Boston scientific technical services (ts) referred the patient to physician. This device remains in service. No adverse patient effects were reported.